Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose has been high the last 3 hours. Customer's blood glucose was 541 mg/dl. Customer stated that she has treated with the pump. Customer stated that she feels horrible and does not feel okay to troubleshoot. Customer stated that she will do a new set and give herself an injection. Customer was advised to change out the set, reservoir, and insulin. Customer stated that she will call back later to resume troubleshooting.